Event description:
The customer reported to olympus, during a hysteroscopy procedure, the new 4k camera head had an intermittent connection fault when used with the tower. The intended procedure was completed with another device with no additional treatment required. No other devices were involved. No patient harm reported. The 4k camera head was the third new camera that the customer had experienced the same fault with. The facility did not believe the cause of the issue was the tower. During the evaluation of the device, it was noted the error message e224 scope communication error was presented. This report is to capture the reportable malfunction of error message e224 scope communication error was presented noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The error message e224 scope communication error was presented, and the focus ring had cracks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the e224 communication error was due to a faulty cable. The root cause of the faulty cable was unable to be identified.

Event description:
Additional information was received from the initial reporter noting that there were three additional camera heads that exhibited the same intermittent connection fault. The patient identifiers for these camera heads are (B)(6).